Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: 2018-20266

Event description:
A physician reported a patient with bilateral dry eye. The patient indicated vision was good but it felt like dried contacts in his eyes. An oral steroid taper pack was prescribed and topical steroid dosage was increased. Follow up indicated symptoms have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.